Manufacturer narrative:
(B)(4). One (1) bengal extra large parallel size 5 cage [product code: 1873-02-305, lot no: argc1n] was returned to the complaints handling unit (chu) for evaluation. Visual examination revealed that the bengal cage has broken into three separate pieces. It should also be noted that a small portion of the cage was not returned. A review of the device history record was conducted. No issues were identified during the manufacturing and release of this product that could have contributed to the problem reported by the customer. No emerging trends were found requiring further actions. The root cause for the bengal cage breaking during impaction cannot be positively determined. However, as noted in the accompanying instructions for use when a polymer/carbon-fiber implant is impacted or hammered into place, the broad surface of the insertion tool should be carefully seated fully against the implant. Impaction forces applied directly to a small surface of the implant could cause fracture of the implant. As there has been no issue identified in the manufacturing or release of the device that could have contributed to the problem reported by the customer and no systemic trends requiring immediate action have been observed, this complaint file will be closed with no further action required. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
(B)(4). A follow up report will be filed upon completion of the investigation. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Dr. (B)(6) what placing the cage in the patients anterior cervical spine when the cage broke in 3 pieces. He had already taken the cage off of the inserter and was tamping the cage in when it broke. The surgeon retrieved all 3 pieces of the cage and they sent the pieces to risk management at the hospital.